Event description:
Kimberly-clark received a report from (B)(6), stating, ¿we placed a gastrostomy button, under general anesthesia, on a (B)(6) child endoscopically. On the (B)(6) 2013 at 6:00am, it was taken out and it was noted that the balloon was pierced. The infant had peritonitis and the nurse performed an accidental intraperitoneal infusion of milk between the hours or 2:00am and 6:00am. The little girl is okay now. She has been operated on for peritonitis. During the intervention, they have found a perivisceritis and a meckel diverticula. So they made a resection of the diverticula and an appendectomy was performed. They performed a drainage of the peritoneal cavity. They also performed another gastrostomy.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned. The lot number on the strap is aa3140f08. The balloon exhibits an axial burst. Extending in a straight line from the base of the proximal collar to the distal tip. The balloon material was inspected under magnification and no root cause could be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.